Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported anemia, low flow alarms, dizziness, and dehydration and (B)(6), could not conclusively be determined through this evaluation. The reported low flow alarms could not be confirmed through this evaluation as no log files were submitted for review. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The hmii IFU and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. These documents explain that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. The heartmate ii lvas IFU provides details regarding the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient was currently admitted to the hospital for dehydration. Hemoglobin and hematocrit dropped to 6.4 and 19.5. This was most likely due to the IV fluid hydration. There were no sign of bleeding, but the patient was transfused 1 unit of packed red blood cells (prbcs). Hemoglobin and hematocrit improved to 7.6 and 24. Coumadin was already on hold due to subtherapeutic international normalized ratio (inr). Hematology was consulted for chronic anemia. A work up was initiated to rule out a hemolytic process. The patient would follow up as outpatient. The patient had no further issues while in the hospital with anemia. The patient had an improvement in symptoms once she was able to tolerate increased oral intake. The patient was discharged home on (B)(6) 2020.